Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was squirting out insulin and drive support cap was loose. Customer's blood glucose was 266mg/dl at time of incident. Customer performed troubleshoot. Device will not be return for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or prime/fill anomaly due to the compromised force sensor system alarm. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner.